Event description:
It was reported that on the day of report and in (B)(6) 2014 the patient experienced difficulty ¿acting autonomously.¿ it was stated ¿the patient¿s family suspected the device was shut down.¿ it was reported the patient was able to ¿start the device by magnet switch¿ and that once the device was started the patient¿s ¿symptoms were remitted.¿ additional information stated the patient was not receiving effective therapy as of four days after initial report. It was noted that no troubleshooting had been performed regarding the patient¿s issue. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).